Event description:
During a percutaneous transluminal angioplasty (pta) to a severely stenosed a/v graft, the balloon was reported to have ruptured. Inflation pressure at burst is unk, as no inflation device was used. The ruptured balloon would not go back through the tip of the sheath introducer (csi) that was in use (unk make and size), so the hub end of the balloon catheter was manually cut off, and the csi was exchanged for a larger diameter one. They were then able to withdraw the ruptured balloon back through the new csi without difficulty. There was no reported pt injury.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The IFU for the optapro pta balloon states that an angioplasty inflation system should be used when inflating this product. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve add'l risks not described in the labeling. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics, procedural factors and device interaction may have contributed to the reported event.